Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 29.0 mmol/l and the customer treated with manual injection. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Unable to perform no delivery test due to unresponsive keypad/button. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.